Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an intermittent power issue on the pump. The reporter confirmed that the battery cap was secured appropriately, there was no known damage to the pump, and there was no known moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/29/2016-product analysis: the device was returned and evaluated by product analysis on 10/31/2016 with the following findings: the power complaint could not be duplicated during investigation. Review of the black box revealed rebooting events. A battery compartment crack was observed; moisture was observed within the battery compartment. Leak testing failed to reveal a battery compartment leak. A battery cap was not returned with the pump. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Unrelated to the complaint, the bolus button cover was torn. The bolus button was responsive. Investigation revealed the display screen was dim and discolored. A display lens leak was revealed during leak testing. No moisture was observed on the pump¿s internal components. (B)(4).